Event description:
Meridian bioscience inc. Has identified that the photomultiplier tube (here forward referred to as "pmt"), a key component in the revogene instrument's optical system, may have compromised functionality in some instruments. Meridian has received reports associated with an increase in false-positive and indeterminate results obtained on revogene instruments. Meridian is currently investigating the issue. In (B)(6) 2021, meridian received a written report from the pmt manufacturer regarding the pmt failure and has identified the increased rate of false-positive and indeterminate results to be associated with a crack in the pmt soldering joint. Meridian has developed a software update to address the issue and is planning to release this update to facilitate identification of instruments at risk. Meridian is continuing to investigate the cause of cracked soldering joints. In the meantime, meridian is submitting this medical device report out of an abundance of caution.